Manufacturer narrative:
Potential lot #: r22a31017. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking at the y-site. This was observed when changing the bag of bumex (non-baxter). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4: expiration date, d9, h3, h4, h6 and h10. H10: an actual device and a companion sample for the suspect lot r22a31017 were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage tests were performed with no issues noted. The sets were then primed and functionally tested with no issues noted. The reported condition was not verified. A batch review was conducted for lot r22a31017 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.